Event description:
On (B)(6)2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6)2024. The user called to reconnect to their ilet after being hospitalized on (B)(6)2024, due to a fall that caused their convatec inset (23", 6mm) teflon infusion set to disconnect. The user was unaware of the disconnection, which led to high bg levels, resulting in dka, vomiting, and loss of consciousness. The user was flown to the hospital and treated with an insulin drip. Bg levels reached a high of 1,140 mg/dl, with heavy ketones detected. The user was still in the hospital at the time of the call, with a current bg of 149 mg/dl, and hoped to be released that day. An agent assisted in reconnecting their ilet, and the user confirmed they would continue using the ilet after discharge.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able and within the limits of bg-run mode. The ilet was appropriately triggering device and cgm glucose alerts. Insulin dosing was stopped for ~8.5 hours on the morning of the event when the cartridge ran out of insulin and was not promptly replaced. Insulin dosing stopped again on the evening of the event after 8 hours of no cgm glucose or bg value entries. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by insufficient insulin delivery due to the user being reportedly disconnected from the ilet for a prolonged period, in addition to two prolonged periods of suspended insulin delivery when the user did not promptly replace their insulin cartridge, and did not replace their cgm sensor or enter a bg value into the ilet.